Event description:
It was reported that during a back surgery, patient's lead fractured. As a result, surgical intervention was undertaken on (B)(6) 2026 to remove fractured lead, but portions of the lead remain implanted. Another surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
Date of event is estimated.